Event description:
In preparation for a hemostasis procedure, the user selected a cook hemospray endoscopic hemostat. While attempting to activate the device, the red cap broke and the internal pieces flew out. The procedure was completed with another of the same device. This occurred prior to patient contact; there was no impact to the patient. In addition, the patient sustained no clinical consequence and there were no adverse effects to the patient.

Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: the product said to be involved was returned in an open tray from the lot number provided in the report. The label matches the product returned. Provided photos show the interior of the handle where a segment of the red activation knob remains threaded on to the regulator, the internal components of the regulator (lance, black o-ring, a small metal ball, and spring) and foam loose in the tray with a catheter. The final photo shows the activation knob beside the handle and it can be seen that the end which is inserted into the handle has broken. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the on/off switch in the "off" position. All components were included in the return. Both catheters were returned, neither had any stains, powder within, or kinks observed. The white body of the handle has not cracked open. Powder not observed on the returned components. The red activation knob (cpn (B)(4)) was returned removed from the handle except for a detached portion remaining seated around the regulator in the handle. No portion of the activation knob appears to be missing. The activation knob is marked as being formed with core pin #2. The regulator has popped and the lance, black o-ring, a small metal ball bearing, spring, and small white o-ring were returned, with the white o-ring remaining fixed in the handle. The co2 cartridge was returned and was fully punctured. The lance appeared to be beveled. The inspection of the co2 cartridge and lance confirms the device was of the current design. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product prior to distribution. However, this product lot # is within the scope of field action recall 066-r. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. The activation knob has cracked around the threaded area where it secured to the regulator during activation. A field action (reference field action 066-r) has been initiated for this nonconformance; the reported lot, w4849600, is within the scope of this action. A supplier corrective action request (scar) was initiated to further investigate device failure due activation knob breakage. This device is within the scope of the scar. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A supplier corrective action request (scar) was initiated to further investigate device failure due activation knob breakage. This product is included in the scope of this supplier corrective action request. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.